Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that while the patient was hospitalized, a pod was placed on and "the" his blood glucose reached 381mg/dl. The device was being worn on the leg for between 4 and 24 hours to see if his levels could be controlled on the pod instead of an insulin drip. The patient's levels were not decreasing and he was being given extra insulin via injection to bring his blood glucose down. The treatment was being provided by the hospital. The pod was still being worn at the time of report. The patient's blood glucose, carbohydrate, and insulin history is as follows: (B)(6).